Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow up at clinic, pause episodes were noted on egm. Cause of issue was suspected due to position of the device and loss of contact in pocket. Reviewing of device position and programing changes were discussed. Patient was continued to be monitored remotely.